Event description:
Pt reported that an infection developed in the area where the incision was made for the permanent trial leads. The pt was subsequently hospitalized and the scs leads were explanted. The results of a culture taken from an abscess on the back showed positive for staph.